Event description:
Patient was using cassette last night and as he was adding medication into the cassette, he saw that the liquid was going outside of bladder in cassette. He did not have lot number with him at time of call. He made a new cassette with no issues. He does have cassette available for manufacturer if needed. No other info known. Reported to (B)(6) by: patient/caregiver.